Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of multiple devices used during the same procedure. Associated MFR. Report #3005099803-2017-02208 and 3005099803-2017-02152 pertain to the other reportable complaint devices. It was reported to boston scientific corporation that a capio¿ slim was used during a cystocele repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while attempting to suture the sacrospinous ligament using the capio device, the needle detached from the suture in the patient. The procedure was completed with a different device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio¿ slim device revealed that the capio cage was damaged. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of multiple devices used during the same procedure. Associated MFR. Report #3005099803-2017-02208 and 3005099803-2017-02152 pertain to the other reportable complaint devices. It was reported to boston scientific corporation that a capio¿ slim was used during a cystocele repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while attempting to suture the sacrospinous ligament using the capio device, the needle detached from the suture in the patient. The procedure was completed with a different device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.